Manufacturer narrative:
(B)(4. Device evaluation: visual analysis of the photographs identified: observed red capsule in the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "skin rashes, aches and pains" and "remove implant due to recall".

Event description:
Patient reported left side "skin rashes, aches and pains" and "remove implant due to recall". Later reported "silicone found in the capsule", "fibrosis and escaped silicone." Via pathology report upon explant surgery. Additionally reported "fatigue" and ¿skin left breast - intradermal naevus¿ that are not device related. Device has been explanted.